Event description:
It was further reported that lesion 1 was 99% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 3.0x20mm taxus express 2 stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. Lesion 2 was 75% stenosed de novo, 2.5mm in diameter and 20mm long. Predilation was performed with deployment of a 2.5x20mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 1 day later without complications on plavix and bayaspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - as the device has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. Same case as : 2134265-2010-04950. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. In (B)(6) 2008, lesion 1 was located in distal left circumflex (lcx). Details of the lesion are unknown. The physician implanted an unknown size taxus express 2 stent in the lesion. Lesion 2 was located in the 1st obtuse marginal. The physician implanted an unknown size taxus express2 stent in the lesion. In (B)(6) 2010, the patient experienced restenosis in the 1st obtuse marginal. In (B)(6) 2010, the patient underwent a coronary artery bypass graft surgery (CABG). The lesion was 75% stenosed when the CABG was performed. Stable angina symptoms were noted at the procedure. The patient was hospitalized for 16 days. The procedure was completed and the patient outcome was improved. A 2 year follow-up was performed and revealed no anginal symptoms.

Manufacturer narrative:
(B)(4).